Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported that during a surgery set up, it was discovered that the casing of the impactor device came off from the back of the gun. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed visual inspection. It was further determined that the rear housing was separated from the midplate. It was observed that the impactor functioned as intended, but the housing was apart from the midplate. The plastic housings were removed from the unit, and it was noted that the trigger body screw was not recovered. It was determined that the trigger body screw likely backed out from use and the plastic housing lip was detached from the housing. It was noted that the issue was a known failure from life in the field and was considered as a general tool degradation. It was determined that the most probable cause for the found defect (housing issue) was due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.